Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use. During prolonged activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device was placed into the pocket of the drape after activating. The tip of the device melted a hole through the drape and caused a burn on the patient's thigh. The area contacted by the tip was a very tiny red dot, blistered and was treated with bacitracin ointment and covered with a tegaderm dressing. Surgeon said he was unsure if harmonic or bovie caused burn. Patient is fine. No consequences.